Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g4; g7; h1; h2; h3; h6 visual examination of the returned product identified bearing, tray and glenosphere are worn, possibility happened after the bearing disassociated from the tray. Dimensional analysis can't be performed due to extensive wear on all devices. Wear and noise are likely due to disassociation of the bearing from tray. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complications noted during december 3rd, 2019 procedure. Notes from feb 28th 2020 procedure: heard clunk, with crepitus with range of motion, found tray on the humerus did not have poly liner on it, found glenosphere was extensively scratched & explanted, found poly in posterior aspect of shoulder & explanted, poly & tray observed extensive wear. X-ray reviewer stated reverse right total shoulder arthroplasty with small gap in between the plate of the humeral component and the humeral bone. Slight superiorly directed glenosphere suggest possible malposition. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01212. Product code: phx. Concomitant medical products: 25mm versa-dial taper adaptor part#118000-00 lot#957120. Cr 40mm glenosphere std cocr part#110030776 lot#64316096. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision procedure three months post implantation due to the right the poly bearing disassociating from the tray. The bearing and tray were removed and replaced. No further information is available at this time.